Event description:
During a lab gastric bypass procedure, the nurse assembled the instrument correctly. The test in progress sequence lasted longer than it usually does. Then generator indicated that there was an instrument failure. They torqued the instrument again. Same thing happened. Pressed the test button on the generator and they got an instrument failure again. Replaced the instrument with a new one and continued the procedure with no more problems. No consequences to the patient.